Event description:
Harmonic ace curved shears insert broke intraoperatively during robotic myomectomy procedure. Instrument was being used on fibroid tissue when it stopped working. Instrument removed from laparoscopic site and examined. Found the jaw was hanging, broken from the instrument. Harmonic ace curved shears insert and broken jawpiece sequestered.